Event description:
Frequent sinus infections (7 times in 2020 and 2-3 times so far in 2021), severe head, eye, nose pain. Eye irritation tearing and crusting. Continuous cough that has worsened. Difficulty breathing. Brain fog. While using my CPAP have had difficulty breathing. My filters have required being cleaned and changed more frequently. The humidity has changed with my water chamber becoming empty when usually would not. Also the water in my water chamber becomes hot as well as the metal plate on the bottom of the chamber. I do not have any heating function. I need a new CPAP machine and equipment but because my machine is not 5 years old I have been told I am not eligible for one now and have to wait until philips sends me one. Philips has told me they are waiting on the FDA approval before they can send me one. My pulmonary office has told me that I was high risk due to how I answered some questions and need to use my machine. I have tried not using my machine but could not tolerate it. So I have continued to use my machine. I would really appreciate a new CPAP machine and equipment. I have completed the report. FDA safety report ID# (B)(4).